Event description:
It was reported that the customer experienced a blood glucose (bg) level of 39 mg/dl. Reportedly, customer consumed carbohydrates earlier than normal and did not consume additional carbohydrates. Customer required assistance from school staff to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.